Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the inner insulation of the lead became breached due to a rupture while in vivo, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. (B)(4).

Event description:
It was reported that an x-ray revealed insulation damage on the atrial lead in the area between the clavicle and first rib due to a subclavian crush. The lead exhibited low pacing impedance, noise and oversensing of far field r-wave (ffrw) which caused inappropriate mode switching of the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.